Manufacturer narrative:
Based upon physical review, it was observed that the 7f introducer was reformed or manipulated out of its original position by the end user. In addition, it was observed that the stiffening cannula may have pushed against the 7f introducer tip during manipulation and caused it to detach. The instructions for use provided with this product specifically states, "caution: the 7 fr introducer is not intended to be re-formed or manipulated. Doing so may lead to damage of the device, affect product performance, or cause other complications." Therefore, the root cause for the tip disconnection is due to the end user. The root cause is not associated with a manufacturing defect.

Event description:
Doctor had access through patient's jugular vein and had the catheter in the hepatic vein. While the catheter was in the hepatic vein, the doctor noticed that a little black portion of the catheter broke off and remained in the patients hepatic vein. The doctor then had to make multiple attempts to snare the broken piece of catheter. Ultimately, the fractured catheter piece was retrieved in its entirety.